Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the right eye approximately one month following a lift flap enhancement of the right eye. The patient was returned to the laser suite and had a lift flap removal of the epithelial ingrowth and was fitted with a bandage contact lens. The patient's one day post operative visual acuity was 20/60 and at the four day post operative visit, the patient's visual acuity was 20/40+. The bandage contact lens was removed at the four day post op visit and the patient was referred back to the affiliate doctor for follow up care.

Manufacturer narrative:
(B)(4):the clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted.